Event description:
Procedure type: "removal of metall of an incomplex, unobtrusive intra medulla nail on a tibia". According to the reporter: there was a "deep wound infect with infection of the ligamentum patellae (knee-joint). Two revision surgeries with insertin of antibiotic carriers were necessary."

Manufacturer narrative:
Initial report sent: 04/25/2008.